Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The steris service technician inspected the washer and found the water leak to be originating from underneath the washer. The technician inspected the hose clamps of the drain pipe assembly and found them to be operating properly. During the technician's evaluation of the drain pipe assembly the technician found that the valve retainer was not present. The valve retainer secures the drain pipe assembly underneath the washer. As the valve retainer was not present it allowed the 3" hose to leak water thus causing the reported event. The technician installed a valve retainer, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.